Manufacturer narrative:
The report of a seemingly slow infusion was neither confirmed in the device logs nor reproduced during testing. ¿ the pcu event log identified that an infusion was initially programmed on (B)(6) 2019 at 8:22:26 am at a rate of 125ml/h and a vtbi of 250 ml, which completed to kvo. Another two infusions (rate:125ml/h vtbi:50 ml and rate:125ml/h vtbi:75 ml) were subsequently programmed, and both reached completion to kvo. The last infusion was programmed at a rate of 40ml/h with a vtbi of 80 ml. The rate was then changed by the user to 100 ml/h. The device alarmed for infusor door opened and check IV set. Total infusion time was recorded to be 5 hours, 15 minutes, and 24 seconds. ¿ rate accuracy testing performed on the returned pump module s/n (B)(6) found the device to be delivering fluid within specification. ¿ internal and external inspection of the pump module found no irregularities. The root cause of the complaint of a pump module seeming to infuse slowly was not identified.

Event description:
It was reported that during use, the units seem to take too long to finish an infusion. There was no patient harm or impact.

Manufacturer narrative:
The device has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that during use, the units seem to take too long to finish an infusion. There was no patient harm or impact.